Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-09425.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of an implant of 26mm edwards sapien 3 ultra transcatheter heart valve, in the aortic position by transfemoral approach. During the procedure, when it was advancing the delivery system through the esheath, it was extremely difficult and required a lot of force. It seemed that the sheath was torn open and the sapien 3 ultra valve was pushed through the esheath distal tip and perforated part of the vessel. There was no lateral exit of the delivery system through the esheath. For commander delivery system with the crimped valve and esheath removal, it was needed to perform a surgical cutdown. Upon inspection of the retrieved devices, no damaged was found on the device. The patient was operated on no valve was implanted.

Manufacturer narrative:
The device was returned to edwards for evaluation by engineering. Per pre-deco observations, the delivery system was returned in lock position. Fine adjustment was 50% used. The flex indicator was in a straight position. The valve was crimped over the balloon inflation area. The balloon was fully inflated by engineers to deploy the valve. No leakage was observed. The guidewire lumen was occluded. A review of edwards lifesciences risk management documentation was performed. The reported event is an anticipated risk of the transcatheter heart valve procedure. The complaint of withdrawal difficulty no longer applies to this complaint based on the evaluation and returned imagery. Upon receipt, investigation indicated that the valve and delivery system never fully advanced though the sheath, as evidenced by the unopened sheath tip. The investigation also did not confirm any device defects or manufacturing non-conformances on the delivery system that may have contributed to the reported event. Although the delivery system and valve were exposed through the sheath, it was the loss of sheath integrity that allowed for this exposure to patient anatomy. Additionally, no non-conformances were mentioned regarding the delivery system, therefore, this event of ''difficult to remove'' will remain with the sheath. However, this event will conservatively remain as FDA reportable. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-09425 and 2015691-2022-10186.